Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunctions (no image displayed and intermittent horizontal stripes in the image) could not be conclusively determined. Based on the physical evaluation, fluid invaded through a crack in unit top cover, damaging the electronic circuitry, and no longer displaying the images. The cracked unit top cover was potentially caused by dropping or hitting the camera head. Additionally, a communication failure occurred due to disconnection of the cable module, and intermittent cross stripes occurred on the screen. The damage to the cable is likely due to the handling of the user. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states: the camera cable could become damaged due to the following: - do not give a shock to the camera head. - do not coil the camera cable with a diameter of less than 20 cm. - never excessively pull the camera cable, but straighten it gradually when it is coiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.

Event description:
The service center was informed by the onsite support specialist that the customer's "camera connects but no image displays; the screen remains dark." During an preparation for use. No patient injury or harm was reported.

Manufacturer narrative:
The device was returned to the service center for evaluation. The reported no image issue was confirmed and found to be due to due to faulty charged coupled device unit. Additionally, the device failed the leak test due to crack on external housing's top cover and there is a kink and shortage in cable causing intermittent horizontal streaks on the screen. The device was repaired and returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.